Manufacturer narrative:
(B) (4).

Event description:
On (B) (6) 2009, the patient presented to the hospital to have the ins moved as it had fallen. The patient was told after that the doctor replaced the lead/extension as it had broken at the time.